Event description:
Follow-up revealed the patient underwent surgical intervention to explant and replace the lead and anchor. Additionally, it was noted during the procedure the physician observed a fracture in the lead.

Event description:
It was reported the patient (B)(6) lost stimulation. Lead diagnostic testing revealed invalid impedance measurements. In turn, the patient may undergo surgical intervention as the next course of action. The date the patient lost stimulation is unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.